Event description:
The respiratory therapist reported, "patient's wife called saying the ventillator was self cycling on 8/2/06 at approximately 5:00pm. While the patient was on it, the alarm went off per patient. Alarm is set to go off at 20 breaths/min. The wife was saying it seems like it was self cycling a little here and there other days, but the alarm did not go off until 8/2/06. They switched ventilators due to the event. The event did cause the patient to panic slightly, but with no ill effects noted by patient".